Manufacturer narrative:
The monitoring technician reported that the secondary central nurse's station (cns) display is not showing no sync and was unable to monitor patients. The primary monitor was functioning, so they moved the one patient that was being monitored on this cns and as the primary display was still functioning. Nihon kohden technical support (tech support) helped the customer move the patient to the primary display. We did this through the monitor setting tab and successfully moved the patient to the primary monitor. Tech support reviewed the network config documents and noticed that this cns was hooked up to a kvm, and the tower was locked in a closet and due to that the nurse would not likely have access to the closet and that restarting the cns was not an option. Tech support recommended that they contact biomed to have them review the video cables to the secondary screen. No patient harm was reported.

Event description:
The monitoring technician reported that the secondary central nurse's station (cns) display is not showing no sync and was unable to monitor patients. The primary monitor was functioning, so they moved the one patient that was being monitored on this cns and as the primary display was still functioning. Nihon kohden technical support (tech support) helped the customer move the patient to the primary display. We did this through the monitor setting tab and successfully moved the patient to the primary monitor. Tech support reviewed the network config documents and noticed that this cns was hooked up to a kvm, and the tower was locked in a closet and due to that the nurse would not likely have access to the closet and that restarting the cns was not an option. Tech support recommended that they contact biomed to have them review the video cables to the secondary screen. No patient harm was reported.